Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The lesion was located in the non calcified and non tortuous left circumflex (lcx). The lesion was crossed with another manufacturer's guide wire. The 15x2.5 mm maverick2 monorail balloon catheter was advanced over the wire, and into the guide catheter. The tip of the balloon catheter did not advance out of the guide catheter. The physician went to pull the balloon catheter out of the guide catheter, and noticed that the catheter had fractured 40 cm from the distal tip. He removed the proximal part of the balloon catheter, and removed the guide catheter to remove the rest of the balloon catheter. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be filed